Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 214 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of alarm 31 was verified, however the alleged issue load fill estimate could not be verified. The information will be used for tracking and trending purposes. The alleged issue could not be verified.